Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient noticed "an inch long bubble/air gap" within the tubing before it entered the IV site. The facility's biomedical engineering technologist reportedly attempted to reproduce the issue. Per report, "small bubbles go undetected by ail (air-in-line) assembly when a higher delivery rate (999ml/hr.) Is set on basic infusion. Ail gets detected when the bubble/air gap size is higher than 2 inches. But both smaller and higher air gaps get detected when the delivery rate is lower (below 300ml/hr.)." The customer added that they checked the "ail settings in configuration for pump module and found that ail detection threshold is set to 250 microliters." Bd received additional information. It was reported that the pump allegedly did not alarm air-in-line. When the issue was encountered, the nurse replaced the set with a new one. There was no patient harm. Saline 1 liter bag was infusing at the time of the event, set to infuse over 1 hour. The tubing was model # 2420-0007. Per report, the tubing has been discarded and unable to return to bd for investigation.

Event description:
It was reported that a patient noticed "an inch long bubble/air gap" within the tubing before it entered the IV site. The facility's biomedical engineering technologist reportedly attempted to reproduce the issue. Per report, "small bubbles go undetected by ail (air-in-line) assembly when a higher delivery rate (999ml/hr.) Is set on basic infusion. Ail gets detected when the bubble/air gap size is higher than 2 inches. But both smaller and higher air gaps get detected when the delivery rate is lower (below 300ml/hr.)." The customer added that they checked the "ail settings in configuration for pump module and found that ail detection threshold is set to 250 microliters." Bd received additional information. It was reported that the pump allegedly did not alarm air-in-line. When the issue was encountered, the nurse replaced the set with a new one. There was no patient harm. Saline 1 liter bag was infusing at the time of the event, set to infuse over 1 hour. The tubing was model # 2420-0007. Per report, the tubing has been discarded and unable to return to bd for investigation.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump modules did not alarm for air in line was not confirmed from the log analysis or replicated during laboratory testing. Functional testing performed on the returned pump modules observed no irregularities with the air detection system of air boluses. The source pump modules air detection system was tested using the air in line threshold product analysis procedure. The pump modules¿ air detection systems were observed operating within specification and alarmed appropriately for air as required. A review of the suspect pump modules s/n (B)(6), s/n (B)(6) and s/n (B)(6) error logs were performed, and no errors or anomalies were noted on the reported date. The event log review showed that no infusions were programmed on pump module s/n (B)(6). On (B)(6) 2025 at 9:24 am the suspect pump module s/n (B)(6) alarmed for safety clamp open (administration set inserted). Between 9:26 am and 10:27 am an infusion was programmed and started for ivf-no additives (drugid 43) at a rate of 999 ml/hr and a volume to be infused (vtbi) of 999 ml. The infusion was completed and an infusion at a rate of 999 ml/hr and a vtbi of 50 ml was started. A pvi of 999.01 ml was recorded. Between 10:30 am and 10:35 am the infusion completed and an infusion was started at a rate of 50 ml/hr and a vtbi of 25 ml, the infusion was paused, and an intermittent infusion was programmed and started for irinotecan (drug ID 42) at a rate of 375.333 ml/hr, a vtbi of 563 ml, a patient surface area (psa) of 1.72 m2 and concentration of 0.4583 mg/ml. A pvi of 1050.06 ml was recorded. Between 12:05 pm and 12:06 pm the infusion transitioned to primary infusion at a rate of 20 ml/hr and a vtbi of 0.1 ml. The infusion was completed, a pvi of 1051.27 ml and a secondary volume infused (svi) of 563.022 ml were recorded. An intermittent infusion started at a rate of 375.333 ml/hr, a vtbi of 50 ml, a psa pf 1.72 m2 and a concentration of 0.4583 mg/ml. At 12:14 pm the infusion transitioned to primary infusion at a rate of 20 ml/hr and a vtbi of 0.1 ml. The infusion was completed, a pvi of 1051.36 ml and an svi of 613.044 ml were recorded. At 12:15 pm the system was powered off and powered on at 12:37 pm. At 1:37 pm an infusion was programmed and started on pump module s/n (B)(6) for ivf-no additives (drug ID 41) at a rate of 50 ml/hr and a vtbi of 25 ml. At 2:08 pm the infusion was completed, a pvi of 25.011 ml was recorded. At 2:10 pm an infusion started at a rate of 999 ml/hr and a vtbi of 1000 ml. At 2:38 pm the infusion was paused. A pvi of 484.047 ml was recorded. At 2:40 pm the pump module s/n (B)(6) alarmed for safety clamp open and an infusion was started at a rate of 999 ml/hr and a vtbi of 1000 ml. Pump module s/n (B)(6) was channeled off. Between 2:52 pm and 2:54 pm the infusion was paused on pump module s/n (B)(6) and an infusion at a rate of 880 ml/hr and vtbi of 550 ml was started. Pump module s/n (B)(6) alarmed for safety clamp open and an intermittent infusion was started for enfortumab vedotin (drug ID 23) at a rate of 120.2 ml/hr, vtbi of 20.1 ml, patient weight of 68.8 kg and concentration of 0.8486 mg/ml. Between 3:28 pm and 3:29 pm the infusion on pump module s/n (B)(6) transitioned to primary infusion at a rate of 25 ml/hr and a vtbi of 0.1 ml. The infusion was completed, a pvi of 484.711 ml and an svi of 60.121 ml were recorded. An intermittent infusion started on pump module s/n (B)(6) for enfortumab vedotin (drug ID 23) at a rate of 120.2 ml/hr, vtbi of 35 ml, patient weight of 68.8 kg and concentration of 0.8486 mg/ml. At 3:32 pm, the infusion on pump module s/n (B)(6) was completed and the unit was channeled off, a pvi of 750.845 ml was recorded. The vtbi on pump module s/n (B)(6) was reprogrammed to 25 ml, a pvi of 484.72 ml and an svi of 65.975 ml were recorded. At 3:43 pm the pump module s/n (B)(6) was channeled off and the system was powered off. A pvi of 484.72 ml and an svi of 84.984 ml were recorded. At 4:03 pm the system was powered on. At 4:35 pm pump module s/n (B)(6) alarmed for safety clamp open and an infusion was programmed and started for ivf-no additives (drug ID 41) at a rate of 75 ml/hr and vtbi of 25 ml. At 4:45 pm the infusion was paused, and an intermittent infusion was programmed and started for enfortumab vedotin (drug ID 23) at a rate of 122.2 ml/hr, vtbi of 61.1 ml, patient weight of 81.6 kg and concentration of 0.9984 mg/ml. A pvi of 12 ml was recorded. Between 5:17 pm and 5:18 pm the infusion transitioned to primary infusion at a rate of 20 ml/hr and vtbi of 0.1 ml. The infusion was completed and a pvi of 12.159 ml and an svi of 61.12 ml were recorded. An intermittent infusion started at a rate of 122.2 ml/hr, vtbi of 15 ml, patient weight of 81.6 kg and concentration of 0.9984 mg/ml. At 5:23 pm the infusion vtbi was reprogrammed to 25 ml. A pvi of 12.171 ml and svi of 70.771 ml were recorded. At 5:35 pm the infusion transitioned to primary infusion at a rate of 20 ml/hr and vtbi of 0.1 ml. The infusion was completed and a pvi of 12.282 ml and svi of 95.792 ml were recorded. The system was powered off. There are multiple smaller single air bolus settings (50 l, 75 l, 125 l, 175 l, 250 l) available to the customer, if more sensitivity is desired in air in line detection. However, profile guardrails may override individual system configuration settings. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please re-torque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported failure to alarm for air in line was not determined during the investigation. The returned pump modules were fully evaluated, and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.